Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement open spine clamp shipped to site 10/13/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A site representative reported that their open spine clamp was found to be in poor condition while in their sterilization department. The spine clamp screw head is severly worn. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect clamp finds that the lot number of the returned clamp indicates it was manufactured over seven years ago. The clamp face has some worn or broke tips but the adjustment screw is in good condition. The screw hex head is intact and functional. There are no tool marks around the head of the screw either. No problem found. The reported event could not be duplicated by medtronic personnel.